Event description:
It was reported that stent dislodgement occurred. A 2.50 x 12mm synergy xd drug-eluting stent was selected for use. However, the stent appeared to be coming off of the balloon right out of the hoop. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 2.50 x 12mm stent delivery system (sds) was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Visual examination identified the stent had damage at the mid and distal sections. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the hypotube noted multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The bumper tip showed no signs of distal tip damage. Microscopic examination of the crimped stent found evidence of stent damage with the stent stretched from mid-section over distal bumper tip. The bumper tip showed no signs of distal tip damage. Dimensional testing was performed, the undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 12mm synergy xd drug-eluting stent was selected for use. However, the stent appeared to be coming off of the balloon right out of the hoop. The procedure was completed and there were no patient complications reported.